Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
A nail and 4 screws were returned for evaluation. A visual inspection of the returned devices revealed the nail has fractured at the proximal end. The fractured piece was returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation by our research lab concluded the nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture potentially initiated on the lateral side of the nail, eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed load, leading to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic stresses in excess of the material endurance limit for an extended period of time, potentially caused by any number of conditions including but not limited to excessive patient activity prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. Two guide pins were lodged in the nail canal during extraction. The rod shafts remained in the nail. An evaluation by our clinical team indicated that a revision was performed due to a nail breaking 6-8 weeks post implantation. There was no clinical/medical documentation or radiographs provided for review. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see attached the results of our investigation. (B)(4).